Event description:
When assisted up to the bathroom the catheter fell out.

Manufacturer narrative:
The facility reported that the catheter was placed on (B)(6) 2014 and fell out on (B)(6) 2014. A new catheter was placed without further incident. No patient injury resulted. The facility had indicated in their medwatch report that there was a blood clot. They informed us this was stated in error and that no blood clot was present. The sample was returned and evaluated. Visual inspection revealed a break in the catheter balloon approximately 1 cm in length along the axial length of the catheter shaft. No other abnormalities were identified during the sample evaluation. A root cause was not determined.